Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer provided data for 130 patient samples tested for free thyroxine (ft4 ii). Of the data provided, the results for 107 patient samples were erroneous. The erroneous high results began when a new reagent pack was started. The customer had not run quality controls on the new reagent pack prior to use. The customer detected the erroneous results, and stopped the instrument. The customer ran quality controls and they were out of range. The customer repeated all the samples using a new reagent pack. The repeat results were considered to be correct. The erroneous results were not reported outside of the laboratory. Refer to the attachment to the medwatch for the patient results. No adverse event occurred. The ft4 ii reagent lot number was 188609. The expiration date was not provided. Based on the information available for investigation, the issue was most likely caused by calibration problems. The calibration signals were found to be too high. This was caused by failed aspiration of the ft4 ii calibrator due to premature liquid level detection. The tip did not descend down into the sample.